Manufacturer narrative:
Further information requested but was not received.

Event description:
It was reported that the patient presented in the clinic. Upon interrogation, the patient's implantable cardiac monitor (icm) exhibited undersensing. The icm was explanted and replaced. The patient was stable throughout.